Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant product(s): product ID: 4058m45 lead, implanted: (B)(6) 1996. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer after being explanted with no reason for replacement. The leads were analyzed and tested out of specification. No patient complications have been reported as a result of this event.